Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator left (mtml) was analyzed and the 23025 error was found indicating pot to encoder fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform where sine cycle was found to be failing on the axis three. Once testing was completed, the axis three motor and motor cable was tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause in this case is attributed to the axis three motor and axis three motor cable and to resolve this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left master tool manipulator (mtml). System inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtm. Isi has received the mtm, but failure analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer informed the technical support engineer (tse) that the system had a fault, and it was an ongoing issue. The customer stated that the fault was related to the master tool manipulators (mtm). Unable to recover the fault, the customer switched to the second surgeon side console (ssc) to continue with the procedure. The tse reviewed the system error logs but did not find any related errors. The customer continued and completed the procedure with no further issues. No known impact or patient consequence was reported. The customer rebooted the system after the procedure, and the system powered on without errors. The customer called back later and reported that the issue recurred. The tse recommended that the customer remove the malfunctioned ssc from the system to resolve the issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed using the other ssc in the room.